Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant products: liner neutral 36 mm i.d. Size ii/ pn 00875101036/ ln unknown, bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14/ pn 00877503602/ ln unknown, shell with multi holes porous 52 mm/ pn 00875705202/ ln unknown, modular neck e1 12/14 neck taper use with +0 heads only/ pn 00784801201/ ln unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03679.

Event description:
It was reported that a patient underwent a left hip revision approximately four years post implantation due to patient allegations of pain and metallosis. There was also marked granulosis in the femoral component.